Event description:
It was reported that prior to starting a da vinci si surgical procedure, the user facility identified broken wires on the tenaculum forceps instrument. There was no allegation of patient harm or fragments falling into a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed that the pitch cable was broken at the distal clevis hub. The cable segment containing the crimp was still installed in the clevis and did not exhibit any damage or wear marks. There was no other damage found with the instrument. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.